Manufacturer narrative:
Film evaluation summary: the exact cause of the reported aneurysm enlargement could not be determined from the returned pre-implant drawing and single returned photograph of the explanted devices. Films were not available for return, and the in-vivo configuration of the stent graft could not be assessed. The explanted device was not returned; therefore, a comprehensive examination of the explanted stent grafts could not be performed. A returned photograph of the explanted devices placed within a plastic bag containing a liquid revealed four visible stent graft pieces; there appeared to be 3 limb sections and a single small section of the bifurcate. At least 2 of the visible pieces appeared to have been transected/cut. No clear stent fractures or any fabric holes were seen from this single photograph. Other than the cut fabric transections, no other integrity issues were observed from any of the stent graft sections visible within the bag. It is possible that the two pinholes reported by the site during inspection of the explanted stent graft may have contributed to the aaa expansion. However, the location of the holes were not reported and the cause of the holes could not be determined from the returned photograph. The cause of the reported severe infolding also could not be determined. The infolding could not be assessed and it is unclear if this also may have contributed to the aneurysm enlargement. It is possible that these events were anatomy related. Concomitant medical products: etlw1620c93ej, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm abdominal aortic aneurysm. It was reported that there was an increase in the diameter of the aneurysm over the course of 3 to 4 years from 40mm to 50mm. However, no endoleak was observed. Open repair was performed where the stent graft was explanted and the event reportedly resolved. An inspection of the stent graft after explant confirmed endoleaks from at least two pinholes. It was also noted that there was severe infolding. The physician commented that inner membrane had developed at the neck that was touching the aorta, however, there was no thrombus within the aneurysm, and that might have caused the event. The physician also stated that the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.